Event description:
It was reported the patient presented for a check for admission to the hospital. Interrogation revealed the implantable cardioverter defibrillator (ICD) was in backup mode and no high voltage (hv) therapies were available. The ICD was successfully restored. The patient was in stable condition.